Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported scratches on the touchscreen. Reportedly, the characters on the screen were hard to view. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.